Event description:
It was reported that the patient experienced an escape rate of 35 to 40 beats per minute. The right ventricular (rv) lead was repositioned from the bundle of his to the rv septum. The lead remains in use. No further patient complications have been reported as a result of this event.